Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa21dec06 letter.

Event description:
Customer reported that, when she attempts to upload her glucose results from her freestyle blood glucose monitor to the precision link data mgmt system, and error appears and the task cannot be completed. The customer also reported that, the time in which her readings were obtained is incorrect when uploaded through precision link. Additionally, customer reported feeling shaky, sweaty, and faint in 2007. Although no medical intervention was required, customer reported being diagnosed with hypoglycemia, and drank orange juice to stabilize glucose levels. It is unclear if the reported freestyle blood glucose monitor was being used at the time of this event.